Manufacturer narrative:
(B)(4). D10: zimmer biomet part # 110031011, lot # 67478132, vivacit-e dm bearing 28x42mm g2 foreign country: japan the device will not be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately two (2) weeks after initial surgery due to the metal liner not properly seated and dislocated from the cup after the surgery. The liner and bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.